Manufacturer narrative:
The investigation was completed on (B)(6)2023. According to pictures provided by the customer, a bent was observed on the shaft. Additionally, it was observed blood inside the pebax. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual inspection revealed that reddish material and a hole were observed on the pebax. Additionally, according to pictures provided by the customer, a bent was observed on the shaft. This failure could be related to the wrong manipulation of the catheter during the procedure; however, this can not be conclusively determined. Manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿foreign material inside the pebax - no external damage¿ issue and the biosense webster inc. Analysis finding of the ¿foreign material inside the pebax - external damage¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿shaft bent¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. During the procedure, there was a break in the shaft of the catheter. There was no patient consequence reported. Additional information was received on the event. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. It was removed with snare catheter without any patient consequences. A picture was provided. The catheter was broken inside the patient, but there wasn¿t any patient consequences observed at all. The catheter was removed immediately in a secure way. The information to include the picture provided was assessed as a shaft bent issue and foreign material inside the pebax with no external damage issue. The shaft bent issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The foreign material inside the pebax with no external damage issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2023, reddish material and a hole were observed on the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6)2023.